Event description:
On (B)(6) 2026, during the implantation procedure, the physician placed the vega r52 (serial number: (B)(6)) while varying the type of stylet. After using several stylets, the physician was unable to insert the stylet. The physician removed the lead from the patient's body and tried to insert a stylet, but physician was still unable to insert the stylet. A new vega r52 lead was then used, and the implantation procedure was completed successfully.